Manufacturer narrative:
Device history record review: system product code: sdm-05000-3d2. Serial number: (B)(6). System manufacture date: 9/26/2012. System installation date: 12/14/2012. Unique device identified (UDI): (B)(4). The complaint review identified that the vta was original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR cause/root cause: the cause of the c-arm shaking was due to the broken vta bolt. CAPA-04378 has been opened to investigate the root cause of the loose/broken vta bolts

Event description:
It was reported that on january 2nd a mammography procedure was performed and during the procedure, the x-ray tube was shaking. The field engineer examined the equipment and it was found a broken bolt on the vta. The field engineer removed and replaced vta and completed the required calibrations, tested for proper operation, and the system is operating to manufacturer's specifications.

Manufacturer narrative:
Device identifier: (B)(4).

Manufacturer narrative:
The complaint reported was not confirmed as the vta was not returned for investigation.